Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following a trial procedure the patient developed a bacterial infection at the lead site. Symptoms of fever and increased procedural site pain were noted. The patient had cellulitis near at the procedure site. The physician did not suspect anything occurred during the procedure and unknown if it was device related or not. The patient was referred to hospital and was administered with intravenous antibiotics. The patient was doing well.